Manufacturer narrative:
(B)(4). The service provider inspected and cleaned the device with chlorine based disinfectant. The customer repeatedly uses the disposable proximal and inhalation filters, both filters were blocked thus causes low delivery of oxygen. The service provider advice the customer to dispose the filters after usage. Unit passed all tests after disposing the old filters.

Event description:
It was reported that during testing the ht70 plus ventilator had no delivery oxygen. No patient involved.